Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient stated, "issues with sinuses. He states he has all the symptoms". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device was returned to the manufacturer for investigation. An external and internal visual inspection of device were completed by the manufacturer found no evidence of sound abatement foam degradation. The device not needed for internal stock. Device was scrapped due to multiple e53 error codes per fc: 16-700-623.